Event description:
It was reported that during a tka surgery, the navio flat markers placed on the femur started flickering and then stopped showing up on the screen during collection of the hip center, even though the initial registration went fine. The markers were replaced with new ones from a different box with the same lot number. The surgical team did not move the array/kept the array clamped to the femur. They went back and re-registered completely but when they got to burring of the tibia the bur was visually cutting over space not bone on the screen (3d rendering of knee was shifted laterally, the bur did not cut the antero-medial tibia and the surgeon had to use a saw). The sales rep reports never changing array orientation and that the arrays had been tightened with the checkpoint tool. Later on, they needed to take more tibia, at this point the tibia failed checkpoint verification by 15 mm. They did not think the array or checkpoint had moved so at this point they redefined the tibia checkpoint. They went to take off more tibia and the 3d rendering of the knee was still shifted laterally and the surgeon needed to use a saw to cut the antero-medial tibia. In addition, to the femur array, the point probe was flickering throughout the case as well, but the markers were not replaced. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the navio flat markers, part number pfsdv0016, lot number 23hk00082, intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with software settings. The cutting issue was not confirmed however it may be associated to a software bug. As part of corrective action, a software change will update the image settings to optimize flat marker detection. Smith & nephew has initiated a field action to voluntarily correct the cori surgical system. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.